Event description:
It was reported that an alert was detected for right atrial automatic threshold (raat) suspension. Technical services reviewed device data and determined the raat failed to measure the threshold due to low evoked response (ER) since implant. The current output was 5.0v. Technical services recommended to consider turning off the feature even though the right atrial pacing is only at one percent. Additionally, it was noted there were stored inappropriate atrial tachy response (atr) due to noise that was being oversensed from the patient having a procedure. At this time, the cardiac resynchronization therapy pacemaker (crt-p) remains in service. No adverse patient effects were reported.